Event description:
The manufacturer received a voluntary medwatch (mw5115666) in reference to the field safety notice/recall notification related to the dreamstation bipap autosv device. The manufacturer received information that the patient was using the device for sleep apnea. The patient thought that the device was decontaminated by ozone generators. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.